Event description:
The complainant alleged during pt set-up, the paddles' discharged button would not operate properly. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.